Manufacturer narrative:
Conclusion: (unable to confirm). Based on the complaint history, we were unable to determine a specific root cause of the event. The product was discarded. (B)(4).

Event description:
The customer reported that the aq5010v silicone three piece lens was loaded and tore into pieces as the tech attempted to prime the injection system. A crack in the cartridge was discovered which the reporter stated caused the incident. The product was discarded.